Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing reflux, abdominal distention and some cardiac issues. It was noted that the patient felt that the said symptoms were due to the spinal cord stimulator (scs) device. The patient was admitted to the hospital.

Event description:
It was reported that the patient was experiencing reflux, abdominal distention and some cardiac issues. The patient felt that the said symptoms were due to the spinal cord stimulator (scs) device. The patient was admitted to the hospital. Additional information was received that the physician believed that symptoms the patient experienced were not device related.